Event description:
Customer reportedly obtained results of 199mg/dl and 104mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported. No info reported to indicate where comparison performed. No quality controls were used. Requested return of suspect test system and replacement was sent.